Event description:
It was reported the pt had low back and bilateral leg coverage, however, the coverage was no longer helping with his lower back pain. A sjm representative gave the pt a few new programs with different frequencies to try. It was noted the lead is almost dominant left side with a lot of left rib stimulation, which is different from his postoperative coverage. The pt is to follow-up with his physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.